Event description:
It was reported that they were trying to cool neonate and getting alarm 14 patient temperature 1 probe out of range in an arctic sun device. Verified temperature cable plugged into patient temperature 1 port. Unplugged and plugged back in cable and probe with no resolution. Nurses have already swapped out probe and verified patient temperature with rectal thermometer. Advised swapping out the temperature in cable. Encouraged them to contact biomed for a new cable or borrow from a device not currently in use.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Verified temperature cable plugged into patient temperature 1 port. Unplugged and plugged back in cable and probe with no resolution. Nurses have already swapped out probe and verified patient temperature with rectal thermometer. Advised swapping out the temperature in cable. Encouraged them to contact biomed for a new cable or borrow from a device not currently in use. The serial number for this investigation is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to cool neonate and getting alarm 14 patient temperature 1 probe out of range in an arctic sun device. Verified temperature cable plugged into patient temperature 1 port. Unplugged and plugged back in cable and probe with no resolution. Nurses have already swapped out probe and verified patient temperature with rectal thermometer. Advised swapping out the temperature in cable. Encouraged them to contact biomed for a new cable or borrow from a device not currently in use.